Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: runthrough, sion , rotawire. Guide catheter: heartrail jl 7f. The traveler is currently not commercially available in the us; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported resistance during advancement and balloon rupture appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, de novo, concentric, 95% stenosed lesion in the mid and distal left anterior descending (lad) artery. The patient presented with an acute myocardial infarction (ami). After the lesion was pre-dilated with a non-abbott 1.0 mm balloon catheter, the traveler rx 2.0 x 15 mm was crossed for pre-dilatation and resistance was met with the calcified lesion. During the second inflation, the balloon ruptured at 12 atmospheres. Prior to use, the catheter was soaked in saline, was prepped (air aspiration) outside of the anatomy prior to use and no resistance was met when the protective sheath was removed and during removal of the device from the anatomy. The device was removed from the anatomy and rotablation was performed. The procedure was successfully completed after two multi-link 8 stents were implanted with post-dilatation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.